Event description:
It was reported that a loading dose of 160mg of humira to treat the patient for crohns disease was administered on (B)(6) 2013. On (B)(6) 2013, the patient presented with angina and fatigue, and elevated cardiac enzymes confirmed a myocardial infarction (mi). Blood work performed prior to treatment of the mi yielded a white blood cell (wbc) count of 3.5 (baseline level). The same day, a 3.5x33 rx xience xpedition stent and a 3.5x18 rx xience xpedition stent were placed overlapping in the right coronary artery while a 3.0x8 rx xience xpedition stent was implanted in the left circumflex coronary artery. On (B)(6) 2013, a routine blood draw yielded a wbc count of 2.5 and a subsequent blood draw on (B)(6) 2013 yielded a wbc count of 2.4. No medication administration and no other types of intervention have been performed; periodic blood draws are being performed to monitor the wbc level. Concern is expressed by the spouse of the patient that the combination of humira medication and rx xience xpedition stents may be causing the decrease in wbc. No additional information was provided.

Manufacturer narrative:
(B)(4). The rx xience xpedition 3.50 x 18 mm and 3.00 x 08 mm stents mentioned are being filed under a separate manufacturer report number. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.